Manufacturer narrative:
The investigation has been completed. Clinical details stated that hemolysis was reported on day two of support. Gastrointestinal bleeding reported on day nine of support. The data logs showed continuous 'suction' and 'impella position unknown' alarms for the first few days of support when hemolysis was reported. No product was returned. The root cause of the hemolysis was most likely improper positioning of the pump. The root cause of the access site bleeding - major was most likely patient condition related as bleeding was reported at multiple sites. The root cause of the gastrointestinal bleed was not determined as no product was returned and limited clinical information was provided. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ a.3 and e.1 address line 2 were revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2023-03032. B.3 date of event and d.4 unique identifier (UDI) # were revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2023-03032. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2023-03032 in accordance with updated procedures. H.6 component code was added since the initial submission of manufacturer device report number 1220648-2023-03032 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2023-03032 in accordance with updated procedures.

Event description:
The user facility reported the patient had hemolysis while on impella support. The relationship to hemolysis and the impella is unclear. No problem with pump placement or volume and it was assumed that the hemolysis was caused or contributed by an endoleak after endovascular abdominal aortic aneurysm repair (evar), however that could not be verified. Blood products were given to the patient. Additionally, there was gastrointestinal bleeding that occurred during the impella support. There was melena, intestinal bleeding, and bleeding from other device insertion sites (systemic bleeding tendency). The number of transfusion units is unknown, but pc, ffp, and rbc were being administered. Physician confirmed there was a relationship between the impella and the bleeding.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.